Event description:
I received a depuy pinnacle hip replacement in (B)(6) 2008. I have experienced extreme pain and consulted an orthopedic surgeon. I have been advised to have a revision due to the high metal counts in my blood, in addition to the pain, possible loosening and exaggerated gait due to the pain. This product needs to be recalled.